Event description:
It was reported that the apix table will not move at all. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an investigation. Identified the need to replace the motion control cpu pcb and the battery. Identified components placed on order. It is believed that once they are replaced the reported issue will be addressed. If add'l info is rec'd that indicates otherwise a f/u report will be submitted as required.